Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor was inserted into the arm. On (B)(6) 2024 while at work, the patient began experiencing blurry vision and slurred speech. The patient¿s cgm was reading 80 mg/dl and her bg meter was reading 43 mg/dl. The patient self-treated by drinking a juice box, but then had a seizure and lost consciousness (approximately 2 minutes). Ems was called. The patient regained consciousness on her own as emergency medical service "ems" arrived. Ems did not provide the patient with any treatment or medication. The patient drank another two juice boxes and ate some crackers. Ems did a few cognitive tests before they left the patient. The patient was not transported to the hospital. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.